Event description:
International complaint coordinator reports one incident of patient reaction with the psn 150 dialyzer. Upon initiation of treatment, patient experienced pruritus and "blush". Symptoms abated after patient was removed from the dialyzer. Treatment was continued with a ca 210 dialyzer and completed without further incident.